Manufacturer narrative:
(B)(4). Date of birth - 1995. Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right hand wrist external fixation of fascia decompression due to the right wrist being squeezed by a machine. During the surgery, the product was found cracked around the main screw. The surgery was completed with another product, and the surgery was delayed for 60 minutes. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reporting source: (B)(6). Complaint sample was evaluated and the reported event was confirmed."the visual inspection noted cracks on the returned product. It was noted that two quantities of the one of the sub-component were returned, one of them missing a screw, and the other exhibits a crack" device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.